Event description:
During a routine pacemaker implant, the right atrial lead screw mechanism was not functioning. There was evidence of low electrical voltage over the anteriolateral, lateral and posterior wall of the right atrium. Poor sensing and acceptable pacing thresholds were obtained in that location. The lead was removed and replaced. The leads are visually inspected prior to implantation. Sometimes the screw mechanism will be extended and retracted before placement in the body, but more likely in this event the damage occurred with multiple activations of the screw mechanism due to difficulty finding an adequate location. The expiration date of this device is related to sterility not to the effectiveness of the device. The leads were returned to the manufacturer. There were not any unusual activities or circumstances surrounding this failure other than the patient had a "very sick heart."